Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Macroscopic examination confirms mas broken approx. 2-4 threads below screw head. Damage is noted on fracture surfaces. Microscopic examination of the fracture surfaces reveal a fairly flat fracture, with progressive striations, indicative of fatigue, followed by ultimate failure of the implant, consistent with failure due to fatigue. The above observations are consistent with anticipated failure due to fatigue.

Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # h07l7249 and # h07h5276. Manufacture date for lot h07l7249 is 12/14/2007; manufacture date for lot h07h5276 is 10/1/2007. Review of radiographic ap and lateral view of lumbar spine reveal multiple level pedicle screw fixation with rod breakage at right l4-5 and s1 screw breakage at left s1 and right s1. Lateral views show breakage as well however levels are not interpretable. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for both lots of this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a spinal fusion procedure with posterior fixation. Sometime post-op the patient returned to the physician stating that she was experiencing pain. A revision surgery was performed approximately 26 months post-op. During the revision surgery, the pedicle screw was noted to be broken, and was removed from the patient. The patient had fused so the implant was not replaced. No further patient complications were reported.